Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 6/7f mynxgrip vascular closure device (vcd) for sufficient time, but it did not stop bleeding, so additional manual decompression was performed and the procedure was completed. There was no reported patient injury. There were no issues noted during balloon retraction / button# 2 step. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was severe vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. The device was not returned as previously expected for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 6f/7f mynxgrip vascular closure device (vcd) for sufficient time, but it did not stop bleeding, so additional manual compression was performed and the procedure was completed. There was no reported patient injury. There were no issues noted during balloon retraction/button #2 step. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was severe vessel tortuosity, and there was moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. A non-sterile ¿mynxgrip¿ vascular closure device 5f¿ was returned for product evaluation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock set in the closed position. The procedural sheath was not returned for analysis. The sealant sleeve was in its manufactured position. The shuttle tube had a slit. The sealant and the advancer tube were deployed but not included in the shipment. The syringe was not returned for analysis. No other notable details were observed. Functional analysis was not performed as indicated in the instructions for use (IFU) as the device was returned with the full sealant deployment. However, the device was actuated to simulate the deployment process, and no anomalies were observed. The reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages noted that could be attributed to the reported failure. However, access site factors (there was severe vessel tortuosity and moderate presence of calcium in the vicinity of the puncture site), pharmacological factors and/or handling factors of the device are possible. It was also noted that the sealant sleeve was in its manufactured position, suggesting that the shuttle was not advanced/deployed within a sheath; however, it is unknown if the sleeve was manipulated after use of the device. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. According to the product¿s IFU, which is not intended as a mitigation, the special patient population section states, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also, in the IFU, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.